Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set had come out of their stomach last night it may have got stuck on something while cleaning the house before bed, resulted in hyperglycemia and no treatment was given event (B)(6) 2026.